Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2019 with the following findings: the keypad as found to be cut and torn on the ok button. No other damage was observed to the keypad. During testing, all of the keypad buttons responded appropriately. The keypad was removed and evidence of contamination was found under all the button contacts. Leak testing revealed a bolus button leak. The complaint of a keypad button response issue was not duplicated. The pump was opened, moisture and moisture corrosion was found on internal pump components: on the display, all boards, and keypad connector. Unrelated to the complaint, investigation revealed a dim, discolored display. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.